Event description:
Customer reported to have been hospitalized for one week due to a possible allergic reaction to the product. Customer did not see the caution statement on the box.

Manufacturer narrative:
The product packaging is labeled with the following caution statement: caution: this product contains natural rubber latex which may cause allergic reaction.